Manufacturer narrative:
Block d2b: lgw, qrb.

Event description:
It was reported that the patient experienced inadequate stimulation, a loss of stimulation to the targeted pain area, which resulted in the return of their preexisting pain symptoms. It was noted that the patients spinal cord stimulation (scs) lead displayed high impedances, and only two contacts on the lead were available. The patient underwent a revision procedure in which the lead was replaced. The patient was doing fine postoperatively. The explanted lead will not be returned as it was discarded by the medical facility.